Event description:
It was reported an issue involving a language change on a customer's insulin pump. There was no reported adverse impact on the customer's blood glucose level. No further information provided.